Event description:
New information received notes that a new issue of unspecified over-sensing was noted and programming changes were pending.

Event description:
It was reported that a patient presented with post paced t-wave oversensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the clinic had not done programming changes yet. The pt is being scheduled to come in to the clinic in april to turn on lfa filter.